Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, once daily, for three days, discontinued) and ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient was recovering from the events. Ten days after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b7, h1 and h6. B5: upon follow-up, it was reported that the patient passed away (20 days after peritonitis onset). The cause of death was unknown. It was not reported if an autopsy was performed. It was unknown if the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.